Manufacturer narrative:
One osseotite®2 implants 4 x 15mm (xfos415) was returned for investigation. Visual inspection of the as returned product identified wear and debris about each implant's threads and collar. The product matched print specifications where measured against drawings 853006 rev a and 854007 rev b (digital caliper; cal 3736; oct 23, 2019). The products were used for approximately 4 years prior to removal. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2014090034. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization records under the operation op210 for the specific lot was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2014090034) for similar cause and no other complaint was identified. June post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection + bone loss) or product (xfos415). Therefore, based on the available information, device malfunction did not occur for the reported device and the reported event was non-verifiable as it related to medical conditions and no objective evidence was provided. The following sections have been updated: unique identifier (UDI) number:(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Initial reporter fax number: not provided. UDI number: (B)(4).

Event description:
It was reported a bone loss and infection (peri-implantitis). Implant (xfos415) was removed.